Event description:
A pasv port had been therapeutically placed in a patient (age and gender unknown) in 2006. The clinicians reported that they had device access the first time. In about 5 weeks later, the clinicians attempted to access the device a second time for flushing, but found that they were unable to get a blood return and the fluid appeared to defuse into the subcutaneous tissue. The catheter was determined to have become separated from the device. A portion of the catheter was found to have migrated into the patients arterial system, but had not migrated into the heart or lung. The clinicians successfully retrieved the catheter from the patient. A replacement device was implanted in the patient. There was no adverse affect on the patient as a result of the reported malfunction.